Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 254 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered cold insulin was used within the cartridge. Cts educated customer on insulin/cartridge labeling. Reportedly, customer changed pump supplies to address this issue.